Manufacturer narrative:
The customer's biomedical engineer ordered a replacement power switch/ ECG sync out board to resolve the issue. E1: (B)(6). H3 other text : material sent to customer only

Event description:
The customer reported a speaker malfunction no sound was coming from the device. The device was in use at time of event, there was no adverse event reported.